Manufacturer narrative:
Date of event: exact date is unknown. Device is not expected to be returned for manufacturer review/investigation. Initial reporter is synthes sales representative. (B)(4). Product was not returned. Device history records review could not be completed without lot number. Based on the information available, it has been determined that no corrective and preventative action is proposed. This complaint will be accounted for and monitored via post market surveillance activities. If additional information is made available, the investigation will be updated as applicable. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported on (B)(6) 2019, that patient underwent implant procedure on (B)(6) 2019. Post operative on an unknown date, the surgeon would revise the fracture in the near future due to nonunion. The screws had loosened in the distal part of the locking compression plate (lcp) distal condylar plate. It is unknown if there was a surgical delay. Procedure and patient outcome are unknown. Concomitant devices: 3.5 mm lcp distal humerus plate (part unknown, lot unknown, quantity 1). This report is for one (1) unknown screw. This is report 1 of 1 for (B)(4).